Event description:
It was reported that premature core wire detachment occurred. A left atrial appendage (laa) closure device was being performed. A 24mm watchman flx pro closure device and delivery system was prepared and flushed without issue, then inserted and advanced to the laa. The 24mm watchman flx pro closure device was deployed and prematurely released from the core wire without the physician turning the core wire to release. The result was 1/2+ posterior shoulder in the laa with borderline/two angles with 9.2% compression (with the other two at 10-11.3%). Although the closure device did not meet release criteria, the physician opted to leave the closure device in place with a follow up transesophageal echocardiogram expected in approximately two weeks.